Event description:
The patient presented to the clinic with an alert for high lead impedance. However, when the lead was explanted normal measurements were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.